Event description:
Reporter indicated a vns patient was found deceased in a different state, but no other information was known. The reporter stated no more information will be provided. An obituary was found indicating the patient died at home due to complications from seizures. The cause of the death and the relationship of the death to the vns are unknown. Attempts for death certificate information and disposition of the vns device are in progress.

Event description:
Manufacturer follow-up with the funeral home revealed the patient was cremated, and the vns device was explanted and discarded. All attempts for the death certificate from the vital records office have been unsuccessful to date. Attempts to the implanting hospital for implant information have also been unsuccessful to date.